Event description:
It was reported that pump displayed malfunction code 9 with fault ID 0x20f1, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset information, successfully reset pump without recurrence of malfunction, was advised to continue using pump and to call back if malfunction recurred, and acknowledged and understood instructions.